Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via supplemental testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a foreign label placed over the gore-tex membrane of the controller. Supplemental testing revealed that the sound level of an alarm recorded at 1 meter was below the specification limit. The controller's alarm sound level met specification after removing the label obstructing the gore-tex membrane. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a foreign label placed over the gore-tex membrane of the controller. With review of all available information, it appears that user interface impacted the event with no evidence of any related device manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Always replace a controller with a blank display or no audible alarms. This condition is predictive of a controller failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the controller had a very low alarm sound. The controller was exchanged with no effect on the patient. Investigation is ongoing.